Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no patient involvement, and no harm or injury reported. Onsite service is planned but not yet scheduled. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The trilogy ev300 ventilator was evaluated and repaired during onsite service by a philips field service engineer (fse). The fse performed the system and pneumatic tests per the service manual. The unit failed the pneumatic test. The fse reviewed the error log and noticed that the unit had an ventilator inoperable error codes e-155 indicating machine flow sensor drift above the specification and e-80 indicating the o2 proportional valve that controls the flow of o2 to the blower inlet is mechanically stuck closed or open. The air flow sensor failed the pneumatic test. The fse replaced the air flow sensor and the oxygen blending module (obm) wire harness as a precaution for the o2 proportional valve issue. The fse determined that the air flow sensor replacement repaired the device and it was confirmed by completing and passing a final performance test. Additional findings not related to the malfunction/issue: the detachable battery was not charging. The suspect components were sent to the product investigation lab for further evaluation. A trilogy evo detachable battery harness and trilogy evo detachable battery printed circuit board assembly (pca) were returned for investigation for the detachable battery not charging. Pil is unable to confirm the complaint of the trilogy evo detachable battery harness and trilogy evo detachable battery pca. Product investigation lab (pil) is unable to confirm the complaint of the trilogy evo detachable battery harness and trilogy evo detachable battery pca. Pil visually inspected the suspect components for obvious defects and found none. Pil installed the suspect components into the pil trilogy evo test bed ran the device and no unexpected errors were generated. Pil used the toolbox to verify that the battery charged properly. A trilogy evo oxygen blending module (obm) bulkhead cable was returned for investigation for allegedly failing testing. The pil is unable to confirm the complaint of the trilogy evo obm bulkhead cable. Pil is unable to confirm the complaint of the trilogy evo obm bulkhead cable. Visual inspection found none. Pil performed posttest on the pil trilogy evo multifunction test station, and the device passed tests. Pil concludes the component operates properly.